Event description:
Additional information: patient impact. The patient's blood sugar dropped from around 180 to 54. I was already doing q1 blood sugar checks at the time so it was caught quickly. Due to the patient's condition this caused great concern for rebound cerebral edema and all complications associated. I had to decrease my insulin drip, increase neuro checks, increase lab draw frequency due to the patient's sodium levels as well, as well as frequent potassium level checks.

Manufacturer narrative:
Additional information received: see b tab.

Event description:
It is reported crack in tubing during use. Description: tubing had cracks in the portion that connects to the IV clave and patient was not receiving full amount of these drips for an unknown amount of time. This resulted in increased needs for laboratory monitoring and a large drop in patient's glucose levels. Took six hours to correct levels.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The male luer tip was broken and the fixed collar was damaged. The customer did not use any tools to assist in disconnecting the male luer. Based on the customer words that the damage was seen after the product was in use, the issue is believed to not be related to the manufacturing process. A definitive root cause is unknown. A device history record review could not be performed on material 10942011 because the lot number is unknown.

Event description:
Sample investigation.

Manufacturer narrative:
Additional information: (a) patient age and sex. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.